Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review could not be completed as the batch number was unknown. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-05534. It was reported that during an percutaneous transluminal angioplasty treatment procedure, the balloon catheter became stuck on the guide wire. The 90% stenosed target lesion was located in the minimally calcified renal artery. The 300cm journey guide wire was advanced through difficult tortuousity and then a 4.0x20mm sterling balloon catheter was inserted into the patient; however, the 4.0x20mm sterling was unable to cross the lesion. The 2.0x40mm sterling balloon catheter was then advanced and dilatation was performed. Upon removal, the sterling became stuck on the journey guide wire. The devices were removed together as a unit and a kink was noted in the guide wire. The procedure was completed with a different balloon catheter and another of the same wire. There were no patient complications reported and the patient's status is fine.